Manufacturer narrative:
A ge service representative performed an on site investigation. The left monitor and the lemo connector were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9800 system left monitor, was blank on the bottom half during a case. No patient injury was reported.